Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited a b31 scope communication error resulting in no image being displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed that the scope communication error/no image was most likely attributed to a faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.